Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter and a hypoglycemic event. The sensor was inserted into the abdomen on (B)(6) 2019. The patient stated they felt flushed and was not feeling well. They indicated the cgm was displaying 8.0 mmol/l and when they checked their bg with a meter, it was displaying 3.2 mmol/l. The patient treated themselves by drinking soda and at the time of contact, they were doing good. Data was not provided for evaluation. Confirmation of the allegation and root cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.